Manufacturer narrative:
Further analysis was performed on the display module. Visual inspection revealed no anomalies. Bench analysis revealed that when the device was turned on, all pixels of the upper display turned on but there was no pacing output. Also, a regulator on the engineering unit printed circuit board (pcb) was getting hot using a thermal camera, a short circuit was verified on the display pcb. The location of the short could not be determined. Conclusion: confirmed the failure seen during service and repair of the device due to short circuit somewhere on the display/pcb interface.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the liquid crystal display was out of specification, it had a high current draw, and it was therefore replaced. Analysis also noted that the upper and lower cases as well as the ring and side bails were broken, that the knobs were contaminated, the lead flex cover was corroded and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.